Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue. Reportedly, he had high blood glucose levels and experienced diabetic ketoacidosis. He self-treated it with a manual injection. Subsequently, he was admitted to the hospital, where the doctors later found that the cannula was kinked. During hospitalization, he received intravenous insulin drip and saline as corrective treatment which resolved the issue. He was hospitalized for three days and there was no permanent damage to him. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.